Event description:
It was reported that the fenestrated bipolar forceps instrument had defective pliers. There was no report of patient involvement or patient injury. Isi followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.